Event description:
The customer reported a battery issue with their meter despite replacing the batteries. She stated as a result she experienced severe hyperglycemia, was transported to a local hospital, diagnosed with diabetic ketoacidosis and treated with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted when the investigation is complete.